Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
Hyperextended knee on (B) (6) 2009. Persistent pain and instability followed. Revised with the intent to do poly exchange and discovered fractured post.